Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported insulin leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl approximately 4-24 hours of pod wear on the abdomen. Reported symptoms included nausea. The patient sought medical attention at his doctor¿s office and was diagnosed with high blood glucose levels. It was further reported that upon removal of the pod, an insulin leak was observed. Treatment during medical evaluation consisted of intravenous therapy, and the patient returned home the same day.